Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was reported that after a few minutes of pumping, blood was observed in helium line. Iab was removed and replaced. No associated patient complications reported. See 1219856-2006-00208 for next incident involving same patient.